Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. "Event occurred last week." Aware date phone call was on (B)(6) 2016. (B)(4).

Event description:
It was reported that a cuff leak occurred. The customer stated that the leak occurred around the cuff after an unknown amount of time in use. A back up tracheostomy tube was used to replace the faulty one. No adverse health outcomes occurred.